Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4) analysis of the device is in process; the results will be forwarded when available. Performance data collected from the device was analyzed. An elective replacement indicator due to high battery impedance was logged on (B)(6) 2011. The device is part of the advisory for this model.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the device was returned, analyzed and analysis of the device revealed high battery impedance. Performance data collected from the device was analyzed. An elective replacement indicator due to high battery impedance was logged on (B)(6) 2011. The device is part of the advisory for this model.

Event description:
It was reported that patient did not feel well and came into the clinic. Upon interrogation, the implantable cardioverter defibrillator (ICD) indicated high impedence triggering the elective replacement indicator. It was further reported the ICD experienced premature battery depletion. The device was removed and replaced. No patient complications were reported as a result of this event.